Manufacturer narrative:
There is no device information was provided. So, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021. H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged filters turn black, cannot breathe at night with the device, and strange odor is emitting from the device. The patient also suffers from headache, dizziness, nasal/ throat irritation and soreness, lightheadness, sinus problem, and chest pressure. The patient also states wake up in the middle of the night gasping for air and thought it was heart issues, went to cardiologist and testing done, no issues with heart. Suspected respiratory and lung issue and referred to the pulmonologist but not done that yet. The patient also states the doctor told him it may have been something going on with his lungs. The device settings at the time of the alleged incident is 9cmh2o. The patient has switched machines and is now doing a lot better. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged filters turn black, cannot breathe at night with the device, and strange odor is emitting from the device. The patient also suffers from headache, dizziness, nasal/ throat irritation and soreness, lightheadness, sinus problem, and chest pressure. The patient also states wake up in the middle of the night gasping for air and thought it was heart issues, went to cardiologist and testing done, no issues with heart. Suspected respiratory and lung issue and referred to the pulmonologist but not done that yet. The patient also states the doctor told him it may have been something going on with his lungs. The device settings at the time of the alleged incident is 9cmh2o. The patient has switched machines and is now doing a lot better. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In this report, in box h method code, results code and conclusion code has been updated/corrected.